Manufacturer narrative:
Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required a quick-core coaxial biopsy needle set for an unknown procedure. Prior to patient contact, the operator noted the coaxial needle assembly could not be separated. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
D10- product received on: 13may2020. Investigation-evaluation: it was reported that within a quick-core coaxial biopsy needle set, the coaxial needle assembly (dtn) was difficult to unscrew and had to be removed. This incident was reported by (B)(6) in china. No adverse effects were reported. A review of the complaint history, device history record, instructions for use (IFU), and quality control of the device, as well as visual inspection and functional test, were conducted during the investigation. The complainant returned only the qcs needle and coaxial needle protector for investigation. No coaxial needle was returned. Physical/visual examination showed the qcs in unused condition. The biopsy needle is not damaged and functions as intended. Additionally a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Although inspection steps are in place related to this failure mode, a project was opened to further investigate/address this issue. Product labeling was also reviewed. Instructions for use are packaged with this device. Relevant sections include: intended use ¿quick-core biopsy needles are intended for soft tissue biopsy.¿ instructions for use ¿if using the coaxial needle, insert the coaxial needle to the border of the lesion.¿ the device history record (DHR) for the lot and related subassembly lots recorded relevant non-conformances: 2 non-conformances for burr on the needle were scrapped as a result, and 3 non-conformances for fittings won¿t separate were also scrapped. A data base search revealed no additional complaints from the complaint lot from the field. It was determined that adequate inspection activities have been established, and since there is objective evidence that the DHR was fully executed and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. Based on the information provided, inspection of the returned product and the results of the investigation, the potential cause of failure cannot be confirmed/determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.